Manufacturer narrative:
See d4 expiration date. The agent reported (during the surgery, (B)(6) could not get the set screw to lock on the proximal body trial onto the real exprt distal stem. We followed technique and went back and rereamed to see if that would solve. After the case and examing what could have been the issue it seems that the proximal body trial sits loose on the ream distal stem implant making it more difficult to lock the set screw due to the screw and threads on the real stem not lining up. It sounds like this has happened else where in the country and a solution needs to be looked at. He will not use the product again until this is addressed. Engineering issue. Female 71 yrs) this event occurred during surgery, near the patient. No response was received from the surgeon. The surgery was completed as intended, with a thirty-five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was not able to source a suitable replacement device. The device was used in surgery. The instrument was not returned to djo for further examination. Per product feedback form, the instrument will not be returned. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. The revision level or lot number were not reported; therefore, this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint database review showed no previous complaints and there were no indications that this instrument has a design or material deficiency. S100 - functional. The root cause of this complaint is difficult to determine since the device was not returned for evaluation. The engineering team is to investigate this issue further to determine the cause and respond to the surgeon's concern.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
It was reported there was a 35 minute delay in surgery.